Event description:
Per medical review: the surgeon noted the hemi-arthroplasty stem was grossly loose and easily removed. The acetabulum was arthritic with loss of cartilage. He also noted the overall bone quality was poor.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per medical review: the surgeon noted the hemi-arthroplasty stem was grossly loose and easily removed. The acetabulum was arthritic with loss of cartilage. He also noted the overall bone quality was poor.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: the records document that the patient had previously had a bipolar hemiarthroplasty implanted for femoral neck fracture. Over time the stem lost fixation and became quite painful. Operative intervention was delayed due to multiple medical co-morbidities. He was eventually optimized and underwent an uneventful removal of the hemi-arthroplasty and revision to a restoration stem and mdm tripolar acetabulum. The surgeon noted the hemi-arthroplasty stem was grossly loose and easily removed. The acetabulum was arthritic with loss of cartilage. He also noted the overall bone quality was poor. Revision of a painful hemiarthroplasty to a total hip is confirmed. The root cause of this mechanical failure cannot be determined from the documentation provided. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: the records document that the patient had previously had a bipolar hemiarthroplasty implanted for femoral neck fracture. Over time the stem lost fixation and became quite painful. Operative intervention was delayed due to multiple medical co-morbidities. He was eventually optimized and underwent an uneventful removal of the hemi-arthroplasty and revision to a restoration stem and mdm tripolar acetabulum. The surgeon noted the hemi-arthroplasty stem was grossly loose and easily removed. The acetabulum was arthritic with loss of cartilage. He also noted the overall bone quality was poor. Revision of a painful hemiarthroplasty to a total hip is confirmed. The root cause of this mechanical failure cannot be determined from the documentation provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.